Event description:
This is a spontaneous case report received from a physician in (B)(6) on 24-may-2016 which refers to a female patient of unspecified age who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 (lot number d30805). Physician commented that during the insertion of essure, the end of the device gets broken and for this reason bilateral placement was not successful. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the end of essure got broken. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, during the insertion procedure the end of the device got broken and bilateral placement was not successful. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product, visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated. Inner catheter and delivery wire bonds were cured; the micro-insert was still attached and un-deployed from the system, micro insert was found stretched, broken (ball tip) by handling error. External fluids were observed on device, due to the presence of external fluids, device was used outside the packaging. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. The returned complaint sample was investigated and nor quality defect or device malfunction could be identified. In summary, there is no reason to suspect a causal relationship to a quality defect. Based on the results of technical investigation, a handling error cannot be excluded. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the end of essure got broken. This event is non-serious and anticipated in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, during the insertion procedure the end of the device got broken and bilateral placement was not successful. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis concluded, there is no reason to suspect a causal relationship to a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
(B)(4).